Event description:
It was reported that when the patient presented for an MRI, the device came through the incision line during the MRI. The device was explanted and replaced. There were no adverse health consequences to the patient.